Event description:
Check vent error blower is stalled,

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. The customer stated during set up, before clinical use, the unit alarmed. A blower stalled alarm message appeared on the screen. The be confirmed the unit was not cycling breaths, and error code 1134 was noted in event log. The be requested onsite service to repair. A price quote was provided. A philips authorized service provider (asp) reported the onsite service was cancelled by the customer with the information that the repair was completed by the customer. Multiple good faith efforts were made to obtain additional information, however, due to no customer response, the repair details and final disposition remain unconfirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.